Manufacturer narrative:
(B)(4). Other devices explanted. Model: 8145 description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient's back pain had improved since being implanted with the reactiv8 system; however, the patient reported pocket site pain from the implantable pulse generator (ipg). There was no allegation against the device's functionality. The device is working as intended. The patient requested an explant. The ipg and leads were removed without complications. There was no report of patient harm or injury. The ipg and leads were received for analysis. The ipg passed functional testing and operated according to the manufacturing specifications. The leads were received in two segments. No functional testing could be carried out. No damages or anomalies were observed from the returned ipg and leads.